Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device evaluation, that the adhesive was peeling off the tip of the objective lens of the deflectable videoscope. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation, associated with update to h3, h6 coding.correction:d8 a review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, a definitive root cause could not be determined. However, it is likely that the defect was caused by external factors or handling. The event can be detected/prevented by following the instructions for use (IFU)which states: the instruction manual operation manual ¿chapter 3 preparation and inspection, 3.3 inspection of the endoscope¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.